Event description:
It was reported that pump experienced malfunction that displayed malf 9, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to reset pump once cable was available, and technical support provided reset instructions. Customer declined additional follow up with support and no further corrective actions were documented.